Manufacturer narrative:
It was identified that the fracture appears directly through the threds on the subject device. It is likely that the root cause was excessive torsional load expierenced with the tap shaft. This torsional load was likely contributed to bone quality or application of the load at an angles off-axis from the embedded portion of the drill/tap. The patient may have possessed dense bone which increased the tosion force necessary to tap the vertebral body.

Event description:
It was stated that " drill broke while inserting into the right c2 pedicle, was removed. To my knowledge there were no other issues. "